Manufacturer narrative:
Additional information received from the physician/author stated that medtronic product was not directly related to the observed adverse events. Additional received from the physician/author also provided the mean weight of the patient population. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: villecourt a et al. Comparison of clinical outcomes after transcarotid and trans subclavian versus transfemoral transcatheter aortic valve implantation: a propensity-matched analysis. Arch cardiovasc dis. 2020 mar;113(3):189-198. Doi: 10.1016/j.acvd.2020. 01.001. Epub 2020 feb 6. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through a literature article regarding a comparison of the early and long-term patient outcomes following transcatheter aortic valve implantation (tavi) via transfemoral arterial access versus trans-carotid or trans-subclavian arterial access. All data were collected from a single center between january 2015 and august 2018. A 1:1 matching based on propensity score was performed that led to a study population of 80 patients (40 transfemoral and 40 trans-carotid/trans-subclavian). The propensity-matched population was predominantly female with a mean age of 85 years. Of those, 7 were implanted with medtronic corevalve or evolut r transcatheter valves. No serial numbers were provided. Among all patients, 17 all-cause deaths occurred within one-year after tavi. No further details were provided. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: valve-in-valve implantation for an unknown reason; stroke; myocardial infarction; major vascular complications; life-threatening bleeding caused by pericardial effusion and/or cardiac tamponade; and life-threatening access site bleeding. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.